Event description:
The customer stated that she received low results of 1.7mmo1/l and 5.6mmo1/l. It was verified that the meter was set in mmo1/l. The customer was not taking any medication for her diabetes, and she did not allege any adverse events. The customer was able ot reset the meter to mg/dl with assistance. The meter is to be returned for evaluation, and a replacement will be sent.